Event description:
New kit used. Introducer and sheath passed. Pt developed hypotension, hypoxemia. Cxr revealed hemothorax, to or fora a thoracotomy to repair. This is second occurrence in recent weeks. Upon query of arrow rep, this is known problem with this catheter! "Why were we not advised ?? Or recall done.